Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed customer report of ¿primary audible alarm bgnd¿ test during review of device event log. Error could not be duplicated during device power-up, plunger travel, occlusion, and flow accuracy testing. Probable cause of audible alarm is due to electrical component interference. Visual and functional testing was performed. Review of event log found primary audible alarm bgnd test. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that acu watchdog failure and persistent primary audible alarm bgnd alarm. The status of the product at time of event was not during use.